Manufacturer narrative:
Correction made to d4. Model and catalog numbers corrected to (B)(4).

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on august 26, 2023. One physical sample was received at the manufacturing site for investigation. The sample was evaluated, and the reported condition was confirmed. Actions have been taken to address the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they are receiving multiple errors such as downstream occlusion errors, the tubes are leaking water, and air is getting into the tubing. Per additional information provided on (B)(6) 2024, the customer stated that from the nursing reports it sounds like it was either leaking prior to priming or after priming, the tubes got air in them, and that caused the error messages.